Event description:
Reportedly, the staple line was incomplete. Dr had to resect a second time and start the case over using a ppceea. No pt injury, extra hour of or time to finish the case. Procedure: sigmoid resection.

Manufacturer narrative:
.